Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A break was identified 23cm distal to the distal end of the strain relief with multiple kinks along the hypotube shaft. No other device issues were identified during returned product analysis. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the device broke off towards the hub. The 70% stenosed target lesion was located in the severely tortuous, moderately calcified distal right coronary artery (rca). During the procedure, a 2.50 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the procedure, while advancing the balloon and trying to cross the lesion, the shaft broke off and was kinked towards the hub. The device was removed from the patient without complication. The procedure was successfully completed with a different device. There was no patient complication, and the patient was in good condition after the procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the device broke off towards the hub. The 70% stenosed target lesion was located in the severely tortuous, moderately calcified distal right coronary artery (rca). During the procedure, a 2.50 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the procedure, while advancing the balloon and trying to cross the lesion, the shaft broke off towards the hub. The device was removed from the patient without complication. The procedure was successfully completed with a different device. There was no patient complication, and the patient was in good condition after the procedure.